Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to low pacing impedance, rising pacing th reshold, and oversensing resulting from noise. No patient complications have been reported as a result of this event.